Manufacturer narrative:
The explanted device was returned for evaluation. No device-related issues were identified through the analysis of the returned lvad pump (B)(4), and a correlation between the device and the reported event could not be determined through this evaluation. The pump was returned assembled with the driveline cut approximately 8.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow conduits revealed no evidence of developed depositions or thrombus formations. The sealed outflow graft and bend relief were slightly bent at their proximal ends; however, the absence of any depositions within the outflow graft suggests that there was proper surface washing during support, and no likely impact on flow. A correlation between the observed bend and the report of low flow alarms due to vad placement could not conclusively be established through this evaluation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 3 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with abdominal pain, colitis, a sub-therapeutic inr of 1.9, and fluid overload. The lactate dehydrogenase level was 507 u/l with a patient baseline of 400s u/l. The system was sounding multiple low flow alarms. A heparin infusion was started and the patient was listed as status 1a for heart transplant. The physicians felt that the low flow alarms were due to pump placement and that the lvad was functioning normal due to a small left ventricular end diastolic dimension. The patient was unable to tolerate a higher pump speed reportedly due to gastrointestinal bleeding. The patient was transplanted on (B)(6) 2015 and remains hospitalized after a complicated post-operative course, but is reported to be on the stepdown unit now doing much better.